Event description:
A pt reported experiencing hypoglycemia while using a surestep meter. Pt has been diabetic for 41 years and started to use the ss meter in 10/1998. On event date, pt's blood glucose was 25mg/dl on ss meter before going to bed. Pt administered 4u actrapid per their sliding scale. At 04:00am on the event date, pt's blood glucose was 26mg/dl on ss meter and pt administered 2u actrapid per their sliding scale. During this time, pt has experience perspiration and was not approachable. Pt's physician was called and found pt's blood glucose 2.3mmo/l on his meter. Pt was treated with glucagon and glucose. No further information has been reported.